Manufacturer narrative:
Damaged sensor coil cord.

Event description:
It was reported by service report that the foot-end was stuck up high, and the left was not functioning. It is unknown if there was patient involvement or adverse consequences to report.